Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer was hospitalized a dozen times in the past two years for high blood glucose. It was found these events were partially diabetes related. The customer also reported experiencing a low of 19 mg/dl that required the paramedic's intervention. Customer also reported a blood glucose of 61 mg/dl before calling. The customer has treated for their blood glucose. The customer declined to return the insulin pump for analysis.